Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 95% stenosed, severely calcified and moderately tortuous lesion in the left anterior descending artery. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured on the third inflation at twelve atmospheres. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified blood in the hub/manifold which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear 7mm in length stretching from the distal end of the distal markerband to the mid-section of the balloon material. A visual and tactile examination of the hypotube shaft was completed. Multiple kinks were noted on the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the tip. A visual and tactile examination of the balloon cutting blades were completed and it was noted that all 3 blades were damaged. Blade 1: there was approximately 2.5mm of blade detached and missing from the mid-section of the blade and approximately 1mm of blade was lifted at the proximal end of the blade. Blade 2: there was approximately 5mm of blade detached and missing from the section of blade at the distal end and approximately 1.5mm of blade was detached and missing from the proximal end. Blade 3: there was approximately 4.5mm of blade detached and missing from the section of blade at the distal end and approximately 3mm of blade was detached and missing from the proximal end. The remaining sections of the blades were undamaged and fully bonded to the balloon material. All 3 pads remained fully bonded to the balloon material. The detached sections of blade were not returned for analysis. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. No other damage was noted with the blades that could have contributed to the complaint incident.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 95% stenosed, severely calcified and moderately tortuous lesion in the left anterior descending artery. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured on the third inflation at twelve atmospheres. The procedure was successfully completed with a different device without issue or patient injury. It was further reported per the user, the balloon was visually checked upon removal from the patient and no further damage was noted at that time. The user believed that the detachment of the blades noted during analysis most likely occurred when putting the balloon back into the hoop.